Event description:
Patient was in MRI for cervical spine MRI. During test she informed the tech that she felt a burning sensation on her right forearm. She was removed from the MRI and the tech looked at her arm. There was no indication that there was anything wrong. The patient's arms were covered, and they completed the test. She contacted the department two days later, stating that she had a blister on her right forearm. She was examined by the radiology resident on that date.it is believed that the patient's skin may have been in contact with the inside of the MRI device without padding or protection.